Event description:
Pt with new port-a-cath in radiology needing it accessed with a gripper plus power port. Attempted to access twice and upon insertion, the needle bent in-half at a 90 degree angle. Did not enter pt. No harm done, just delay in performing exam.